Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the drive support cap was came off. The blood glucose level was unknown at the time of the incident. The troubleshooting was performed. The customer was advised that the pump will need to be replaced and follow their medically prescribed back up plan. The insulin pump will be returned for analysis.